Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced exit block and high lead impedance. An invasive procedure was performed and the physician elected to replace the ICD. Also noted an insulation defect was identified, and repaired on the model 0125, serial 213261 lead. The ICD is a ventak av, is not market released in the united states, and is involved in a product advisory.